Event description:
It was reported via the stryker facebook page; I had my mako/ stryker done 5 years ago. I still have pain and stiffness. I'm still active biking, hiking, functional fitness and yoga. They say on xray it looks fine but it doesn't feel fine. Not happy with the outcome. I need my other knee done. I've switched surgeons hoping for a better outcome.